Manufacturer narrative:
It was determined that there is no allegation against the system.

Event description:
Related manufacturer report number: 1627487-2019-04666. Additional information was received that surgical intervention was undertaken wherein the system was electively explanted due to patient dementia. There is no allegation against the system.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3660, scs ipg; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-04666. It was reported that surgical intervention will be undertaken wherein the system will be explanted. The reason is unknown.